Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1 b5, d.6b, d9, h6. Laboratory analysis summary the device related to the reported event of deflation was received on sep 30, 2024. With lot number 3414001. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening assessed as fold flaw opening. As per the investigation procedure crease, particle and wear abrasion completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.